Manufacturer narrative:
A ge service representative performed an on site investigation. The system and cine hard drives, the cpu, and the generator circuit board were replaced. The system was tested and operates as intended.

Event description:
The customer reported that cases were deleted from the 9900 system and a beeping sound occurs when the save button is pressed. No patient injury was reported.